Event description:
The customer's family member reported several alarms. The family member stated that the customer was hospitalized for high glucose level and ketoacidosis. The customer was on insulin drip at the time of call.